Event description:
The complaint is reported as "PICC leaking at hub". No patient harm reported. No medical intervention required. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as "PICC leaking at hub". No patient harm reported. No medical intervention required. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed with one relevant finding. For material c-15802-018a, lots 13c21f0239 and 13c21d0882, a non-conformance was initiated for extension line leak during use. It cannot be confirmed if the failure mode involved with this complaint is the same issue being addressed by these non-conformances without the sample returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.